Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated misalignment with the set screw.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), the physician had problems to screw the lead into the device. As a result, the ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), the physician had problems to screw the lead into the device. As a result, the ipg was removed and replaced with a different device. A comparison of the use before datefield and implant date found the device was attempted to be implanted after the use before date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.